Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 237 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer mentioned that 237 mg/dl was high due to she had late dinner and two hours before her blood glucose was 42 mg/dl. Customer declined to do troubleshooting for high and low blood glucose. Customer stated she treated high and low blood glucose. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).